Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead integrity alert was triggered due to oversensing, noise, high pacing impedance and a possible fracture of the right ventricular lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.